Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving baclofen (2,000 mcg/ml at 1,099 mcg/day) via an implantable pump for an unknown indication for use. It was reported a motor stall was seen at initial interrogation. The stall occurred on (B)(6) 2017 at 07:51. The patient did not recently have an MRI, and there were no emi/magnetic sources present. The patient¿s pump was due for a replacement in a month or two. In the meantime, it was considered to program the pump to minimum rate and cover the patient with non-pump, oral medication. The patient was stable, and would be seeing their managing hcp on (B)(6) 2017. There were no reported symptoms. No complications were reported.